Manufacturer narrative:
Product event summary: the data files and 2af283 balloon catheter with lot 86341 were returned and analyzed. The data files showed twelve applications were performed with the returned balloon catheter on the date of the event. Additionally, another two applications were performed with a non-returned balloon catheter on the date of the event. The data files showed system notice 50005 (indicating that the safety system detected fluid in the catheter and stopped the injection) was received. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Dissection and pressure testing showed a guide wire lumen kink and breach 0.945 and 1.38 inches from the tip of the balloon catheter. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.